Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm and a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer injected insulin from syringe into cartridge, let go of plunger, the plunger began to move back, and insulin began filling back into syringe. Customer forced this insulin back into cartridge, removed the syringe, and continued the load process. Blood glucose was 304 mg/dl. During troubleshooting with tandem¿s technical support, the malfunction alarm and alarm 5 were cleared. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed.